Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgment occurred. During prepping of the device, it was noted that there were no stent on the balloon. The stent was later found on the mandrel of the device. The device never entered the body. The procedure was successfully completed with another device.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).